Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. The device was not returned to olympus for evaluation and a root cause could not be identified. Additional information from customer follow up was received which stated that ¿the connection in the back caused the problem, and after reseating the connection, the issue was fixed.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source spare lamp keeps coming on. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
Olympus technical assistance center (tac) reported that the customer did not remember the error code that displayed on the monitor. The customer noted that the issue was showing up after the first 5 minutes. Tac instructed the customer to reseat the light source cable between the clv-190 and the cv-190 (maj-1941) and reboot the system. Tac waited with the customer for about 10 min and the error did not come back. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.